Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The caller stated that the patient reported the stimulator was not working. The caller stated that the patient claimed the ins had not worked for more than a year and a half. No symptoms were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.